Event description:
This lead was implanted on (B)(6)2003 and was capped on (B)(6)2013. An implant form created on (B)(6)2013 indicated user is dissatisfied with the product. The physician was dr.(B)(6) at (B)(6)hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).